Event description:
Boston scientific received information that an alert was received that this device had changed to a ventricular tachycardia other than monitor plus therapy mode. The information was provided to the physician and is being further monitored. No adverse patient effects were reported.

Event description:
Additional information was obtained. Further interrogation revealed a low out of range right ventricular lead impedance measurement. The physician was notified of this issue. No adverse patient symptoms have been reported.

Manufacturer narrative:
According to available information, this device remains implanted and in service. Should additional information become available, this event will be updated.

Manufacturer narrative:
This is the information known as of this date. Should additional information become available, this event will be updated.